Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Revision tha for failed zimmer cup.

Manufacturer narrative:
An event regarding revision surgery involving a metal head was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection was not performed as the device was not returned. Medical records received and evaluation: no information was received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: an event regarding the loosening of a zimmer orthopaedics cup occurred. During the revision surgery the metal head was explanted. The exact cause for the head revision could not be determined because insufficient information was provided. Further information such as return of device, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Revision tha for failed zimmer cup.